Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00913. Medical products: item#: unknown, unknown taper; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a l. Shoulder arthroplasty on an unknown date. Subsequently the patient was revised on an unknown date due to the taper disassociating with the distal body.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00913-1. D10: medical product: item#: 211224, compr srs ic seg - 30mm; lot#: 623000. Item#: 110029824, comp srs nexel 50mm dst bdy lt; lot#: 423350. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to implants disassociated. The implants were explanted during revision and then re-implanted after they were tightened and it was determined they would not disassociate. No operative notes are available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00913-2. Visual examination of the provided pictures identified the products connected in the joint space. However, as the products were not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the left elbow demonstrate a left total elbow arthroplasty with separation of the stem from the distal component. Hetero topic ossification within the joint space. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left elbow surgery approximately two (2) years and seven (7) months ago. Subsequently, the patient needed a second surgery as the implants disassociated. The surgeon was able to reconnect and checked for tightness of the implants while the implants remained in the patient and never left the sterile field.